Event description:
It was reported that after the patient sent in a remote monitoring transmission, the non-magnet egm (electrogram) showed vertical lines and a pause, which were explained as due to loss of telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).